Event description:
It was reported that an ilet pump sustained physical damage when it fell out of a pocket, resulting in a cracked display screen; the original device was subsequently discarded and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s representative and analysis of the information provided by the third party. Investigation of this case revealed no specific findings and insufficient information to identify a device malfunction beyond external screen damage. It was concluded, based on previously established findings for similar reports, that the cause was not established.